Event description:
It was reported that two weeks after implant there was an alert for high superior vena cava (svc) impedance and spiking impedance was also noted. The pocket was opened and it was determined that there was a loose set screw. The screw was tightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.